Event description:
My dad has sprint fidelis defibrillator lead wires put in him which malfunctioned, and they had a recall shortly. Thereafter, my dad passed away. He had been shocked several times due to the malfunction. I cannot get anyone to get back to me on getting this settled. No longer receiving medicine, he is deceased. FDA safety report ID# (B)(4).